Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the 29th march 2010 and performed to specification up to the 14th june 2015. During this time a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the 14th june 2015 and the last log entry on the 22nd march 2016. During this time a further pad-pak was installed. Investigation found the reported fault was attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.